Event description:
As reported by the field clinical specialist (fcs), 4 years, 8 months, and 13 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was failing due to stenosis. The patient was experiencing fatigue and dyspnea on exertion. The peak gradient is 70 and the mean gradient is 43 with an ava of 0.82. There is a plan for a valve in valve, however the patient has a referral to oncology as there is a new right lung mass in the pleural space and must be handled prior to the viv. After reviewing the medical records provided, post implantation of a 23mm s3 valve in the aortic position, the patient is being worked up for an intervention. The latest echocardiogram demonstrated a well-seated bioprosthetic valve in the aortic position. The findings showed there was severe stenosis of the bioprosthetic aortic valve, and there was also mild to moderate insufficiency.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from an engineering evaluation. The following section of this report has been updated: update to b4, b5, g3, g6, h2, h3, h6, h10. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3, s3u IFU was reviewed. Precautions include 'long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance'. Noted under the potential adverse events section also includes 'valve stenosis', 'paravalvular or transvalvular leak', and 'valve regurgitation'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis and central regurgitation were confirmed based on provided medical report. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years and 10 months post tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the patient is being worked up for a valve in valve procedure due to a failing valve. Per medical record review, the 3 year and 8 months tee indicated that the patients left ventricle ejection fraction was 65-70%. There is mild to moderate ai (transvalvular), severe stenosis, aortic valve peak/mean gradient of 76/40mmhg and an aortic valve area of 0.7cm2.' Per medical record, patient had medical history of right lung cancer and right breast cancer, so patient should have chemotherapy and radiation therapy. Radiation-induced valvular disease involves a degenerative process with early valve retraction resulting initially in regurgitation and, after, thickening and calcification of the valves leading to stenosis. Furthermore, chemotherapy, especially with anthracyclines, has been associated with left ventricular dysfunction and valve disease. It has been assumed that chemotherapy-induced myocardial depression and heart failure was the cause of the valve dysfunction (secondary or functional valve regurgitation). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As such, available information suggests that patient factors (cancer therapy) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. As such, available information suggests that patient factors (cancer therapy) may have contributed to the complaint event. Complaint trending will continue to be monitored on monthly basis. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion of the valve in valve procedure. The following sections of this report has been updated: the previously reported investigation results remain the same.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 10 months, and 7 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was failing due to stenosis. The patient was experiencing fatigue and dyspnea on exertion. The peak gradient is 70 and the mean gradient is 43 with an ava of 0.82. The tavr was missing most of the non-coronary leaflet. The patient had a referral to oncology as there is a new right lung mass in the pleural space prior to the valve in valve being completed. It's noted that the valve in valve was completed successfully.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 8 months, and 13 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve was failing due to stenosis. The patient was experiencing fatigue and dyspnea on exertion. There is a plan for a valve in valve, however the patient has a referral to oncology as there is a new right lung mass in the pleural space and must be handled prior to the viv.